Event description:
Subsequent to the previously filed medwatch report, new information has been received as follows: a 2.5 x 15 mm balloon was inflated at the site of the diagonal stent to further dilate the 2.5 x 15 mm xience v stent to allow passage of the 3.5 x 33 mm xience prime stent; not crush the stent as previously reported. It was further reported that the shaft kinked and did not separate; however, returned device analysis revealed the proximal shaft was separated. No additional information was provided.

Event description:
It was reported that the procedure was to treat a long lesion located in the left anterior descending artery (lad) that was 90% stenosed at its narrowest part in the proximal segment, and the first diagonal which shows a critical lesion in its proximal segment. A 2.5x15 mm xience v stent was deployed in the proximal diagonal to the ostium with a good result. After that a 3.5x33 mm xience prime stent was advanced in the lad. Half of the stent passed through the lesion, while the other half failed to advance. A 2.5x15 mm balloon was inflated at the site of the diagonal stent to crush the part of stent in the diagonal protruding into the lad to allow passage of the 3.5x33 mm stent delivery system (sds). Then an attempt was made to pass the 3.5x33 mm stent again; however, the shaft of the sds broke. The system was retrieved and another xience 3.0x33 mm was advanced and deployed in the lad, the wires were used to recross the ostium of the diagonal and a final kissing balloon technique was used with good result. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: should be product problem only as there was no medical intervention performed. Evaluation summary: the device was returned for analysis. The kink was unable to be confirmed however the hypotube was separated, therefore it is likely that the separation occurred at the kinked location. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It should be noted the xience prime everolimus eluting coronary stent system instructions for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged or / and dislodged from the balloon when retracting the undeployed stent back into the guiding catheter.

Manufacturer narrative:
(B)(4) - reinsertion. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.